Event description:
It was reported that the patient was admitted to the hospital due to not feeling well. Later in the night, he went into a vt and the device appropriately detected the rhythm and delivered a shock. The rhythm appeared to break for two beats, then reverted to vt. The second episode showed possible oversensing of noise. The patient received multiple appropriate and inappropriate therapies. A code was called during this time. After checking into the code, it was reported that there were no chest compressions or external defibrillation given. The lead was x-rayed and externalized conductors were observed. The patient was intubated and did not do well with attempts to extubate. The patient was placed on dnr status. No further information is available at this time.